Event description:
Complainant alleged that while defibrillating a pt with electrode pads, an arc was observed. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.